Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Device was returned to manufacturer for evaluation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, third-party service center visually inspected the device and has visualization of foam particles. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.